Manufacturer narrative:
The event product was returned to applied medical for evaluation. Upon inspection, engineering noted that the deployment mechanism was damaged. The root cause of the customer's experience is likely due to retracting the deployment mechanism prior to full deployment. The damage observed on the deployment mechanism indicates that the customer overrode the ratchet mechanism by retracting the thumb ring prior to full deployment. If the device is retracted prior to full deployment, the supports may retract away from the tissue bag and cause the tissue bag to fall off the supports when deployed. Per the instructions for use (IFU), the customer should "hold the inzii retrieval system in an upright position and push the thumb ring forward to deploy and advance the rim of the bag into the body cavity. The thumb ring must be pushed completely forward until it has reached its advancing endpoint, which is indicated by a stop." Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.

Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of investigation.

Event description:
Lap chole - "on (B)(6) 2017 [surgeon] was doing a gallbladder we were all completed and ready to take the specimen out with the use of the universal retrieval pouch. He went to deploy the specimen bag inside the body there was a deployment failure, the pouch completely detatched from the handle mechanism. Then he received a second retrial pouch, when he deployed the handle they were visible metal prongs before the pouch was fully deployed." Type of intervention: "additional bag was used." Patient status: "no harm to patient".